Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wand malfunctioned. Additional venous conduit was required in the same case and they used the already opened evh kit. After dissection of the vein, they noticed the jaws of the hemopro 2 wand to be distorted. The silicone peeled back and metal separated from jaw. A 2nd evh kit was opened to complete the case without further incident.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise #: (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. The lot # 3000244417 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 07/23/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and heavy evidence of blood and charred tissue were visible on the jaws. The clear silicone insulation was observed to be peeled off the cold jaw while remaining attached, leaving the metal of the majority of the cold jaw exposed. The heater wire and silicone insulation of the hot jaw were observed to be intact with no visual defects. An investigation was conducted on 08/15/2022. A visual inspection was conducted. Signs of clinical use and heavy evidence of blood were visible on the harvesting device handle, jaws, and heater wire. Charred tissue was observed on the jaws and heater wire. The clear silicone insulation was observed to be peeled off the cold jaw while remaining attached, leaving the metal of the majority of the cold jaw exposed. The silicone of the hot jaw and the heater wire were observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was confirmed.

Event description:
N/a.